Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Shaft that implant attaches to would not lock so continued to swivel. Because of this the alignment device could not be used to implant acetabular shell. It appeared as if the button you depress to rotate the shaft was stuck.

Manufacturer narrative:
The instrument associated with this report was not returned for examination. The reported lot code of j0510 indicates a date of manufacture of may of 2010. The investigation is unable to draw any conclusions without physical evaluation to evaluate the failure being described. Based on the investigation the need for corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument could not confirm the complaint. A functional check of the push button and turn knob at the end of the handle found the instrument to function as intended; the instrument did not move with force. The date code j0510 indicates the instrument was manufactured in may of 2010. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional information added: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.